Manufacturer narrative:
On 9-oct-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the device was cracked at the stopcock and started leaking when the medical team attempted to flush the sheath. When the sheath was replaced, the issue resolved. No patient consequences were reported. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test were performed following j&j medtech procedures. Visual analysis revealed that the access port with a three-way stopcock was cracked. The irrigation test was performed and a leakage was observed where the access port was cracked. A device history review was performed for the finished device number lot 60000437 and no internal action related to the complaint was found during the review. The side port leakage issue reported by the customer was confirmed. The potential cause of the cracked side port could be related to the manipulation of the sheath before the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for irrigation to minimize the potential for thrombus formation. Inject or saline flush only from the side port. Flush and maintain continuous saline. Using standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the device was cracked at the stopcock and started leaking when the medical team attempted to flush the sheath. When the sheath was replaced, the issue resolved. No patient consequences were reported.